Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. The patient had their 45-day follow up transesophageal echocardiogram. The imaging revealed that the device had canted/flipped on its side. The device appeared stable despite the new positioning, however a leak of 10mm was noted. The physician opted to close the leak with a non-bsc plug. This procedure was successful in sealing the laa. There was no leak noted after the successful closure of the gap. The patient was discharged home the next day.